Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain') in a (B)(6) year old female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included obesity. Current weight (B)(6). Previously administered products included for an unreported indication: nuvaring from 2010 to (B)(6) 2011. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and gastrointestinal disorder outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs was received. Lot number was added. Previously added injury nos was replaced with pelvic pain and new events abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, nickel allergy, dysmenorrhea, dyspareunia, fatigue, weight gain, hair loss, gastrointestinal or digestive system condition, plaintiff did not undergo confirmation test were added. Date of removal was added. Aka name was added. Reporter was added. Event onset dates were added. Patient demographic was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain') in a 28-year-old female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included obesity. Current weight 216 lbs. Previously administered products included for an unreported indication: nuvaring from 2010 to (B)(6) of 2011. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2013, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping), and fatigue ("fatigue"). In (B)(6) of 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), dyspareunia ("dyspareunia (painful sexual intercourse), and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) of 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and gastrointestinal disorder outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Lot number: b06101 manufacture date: (B)(6) 2013. Expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.